Event description:
Olympus received a medwatch report, which stated: "the olympus thunderbeat disposable cutting device was being used. One of the jaws broke off into the pt's abdomen during surgery. The broken piece was retrieved and taken out through the trocar. There was no pt harm. The case was slightly delayed to retrieve the broken piece." MFR #8010047-2013-00143.